Manufacturer narrative:
Date of event: bad. Date of report: today. The manufacturer¿s international service technician confirmed the reported ac cord issue and replaced the ac power cord to address the reported problem.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the ac power cord was deteriorated. There was no patient involvement.